Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump had an incorrect bolus calculation issue. The reporter indicated that the pump suggested around 85-90 units of insulin for a carb and correction bolus amount. The reporter mentioned that the patient consumed 60 carbs and the I:c ratio was set to 1:4. In addition, she said the isf was showing "1 units:5 mg/dl". Since the reporter did not feel as though the isf and recommended dose were correct, she gave the patient 15 units instead. During the contact with anm, the reporter indicated that the pump was reading "high" which indicates a possible blood glucose (bg) level exceeding "600 mg/dl." She denied that the patient had any symptoms or ketones. It is unclear if the patient's bg read "high" before or after the recommended dose of "85-90 units" was obtained. Through troubleshooting, the anm representative involved in this contact noted that there was no defect found with the pump. The anm representative noted that based on how the reporter programmed the pump that day, the recommended dose was correct. The reporter was advised to implement a backup plan for insulin delivery until the pump's settings could be confirmed. Multiple attempts by anm to contact the reporter for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia. However, at this time, it is unknown if a pump malfunction and/or use-error contributed to the patient's injury considering no issues were found with troubleshooting of the device. The anm representative noted that the pump might have been incorrectly programmed by the reporter.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 2013: the device was returned to animas and evaluated by product analysis on 2013 with the following results: pump information from date of pi has been overwritten. Unable to confirm or duplicate the complaint during investigation. No defect was found. The pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported issue due to continued use. The pump settings confirmed the insulin to carb ratio was set to 1:5. The insulin sensitivity factor was set to 1u: 35. Using patient settings performed ezcarb bolus for 60 carbs at target bg, the pump correctly calculated a 12 unit bolus. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.